Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning a patient with an implantable neurostimulator (ins) for unknown indication. It was reported the device will not take a charge. The patient stated it had been two years since she charged. The patient did not charge because she ¿got sick of it¿ because ¿it took a few hours¿ to recharge and so she just quit after a while. No troubleshooting was performed as the device was obviously over discharged. The patient was going to call the manufacturer back, so they could schedule an attempt to recover the battery. The issue was not resolved. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were unable to recover the ins after 3 trickle charge cycles. The patient denied getting the ins replaced because they never had much pain relief from the therapy. The explant was not yet scheduled. No further complications were reported.